Event description:
It was reported that the right atrial (ra) lead was undersensing atrial fibrillation (af). The mode was reprogrammed and sensitivity was adjusted. The lead remains in use. It was noted that the patient was enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).